Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a medical staff member of the critical care unit used the central venous catheter kit for hemodialysis to treat the patient. The intubation was performed according to standard operating procedures, and no abnormalities were found before and during the operation. On the day of the event, it was discovered that the alarm of the hemodialysis machine indicated that the pressure at the venous end was too high. When the medical staff tried to clamp the venous end to test whether the pipeline was unobstructed, blood was oozing from the blue end of the hemodialysis tube, so the patient got off the machine urgently. Since this product was a commonly used clinical product, there was no problem with human operation. The cause of improper human operations had been basically ruled out. Therefore, it might be caused by the manufacturer using unqualified products or failing to pass prod uct quality inspection. After the critical care medical staff discovered the problem, they quickly reported it to the warehouse. After learning about it, the warehouse contacted them in a timely manner, learned about the incident, and responded positively. Firstly, they replaced the central venous catheter kit for hemodialysis with another batch. After that, no similar problems occurred. Subsequently, the warehouse contacted the supplier to discuss the outcome of the incident. The result of the discussion was to replace the batch of central venous catheter kits for hemodialysis and report the incident. There was no reported patient outcome.

Manufacturer narrative:
Additional information:b5, d9, e1 (first name, last name, street, region, postal code, phone number), e3, g3, h3, h6 correction: g2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a medical staff member of the critical care unit used the central venous catheter kit for hemodialysis to treat the patient. The intubation was performed according to standard operating procedures, and no abnormalities were found before and during the operation. On the day of the event, when it was connected to the crrt (continuous renal replacement therapy) machine, it was discovered that the alarm of the hemodialysis machine indicated that the pressure at the venous end was too high. When the medical staff tried to clamp the venous end to test whether the pipeline was unobstructed, blood was oozing from the blue end of the hemodialysis tube, so the patient got off the machine urgently. Since this product was a commonly used clinical product, there was no problem with human operation. The cause of improper human operations had been basically ruled out. Therefore, it might be caused by the manufacturer using unqualified products or failing to pass product quality inspection. They threaded mouth butt-jo int to tighten the adapters. Tego was not utilized. No other products were being utilized with the device. Flushing was done prior to use, no bleeding was observed and nothing unusual was observed. No cleaning agent was used on the device. The catheter has been placed for one day. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product where the leak was observed. No excessive force was used. The clamp was moved periodically. The catheter was not repaired. After the critical care medical staff discovered the problem, they quickly reported it to the warehouse. After learning about it, the warehouse contacted them in a timely manner, learned about the incident, and responded positively. Firstly, they replaced the central venous catheter kit for hemodialysis with another batch and the same product ID (identifier) on the same day in the same ICU (intensive care unit), and the treatment was completed. After that, no similar problems occurred. Subsequently, the warehouse contacted the supplier to discuss the outcome of the incident. The result of the discussion was to replace the batch of central venous catheter kits for hemodialysis and report the incident. There was unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a medical staff member of the critical care unit used the central venous catheter kit for hemodialysis to treat the patient. The intubation was performed according to standard operating procedures, and no abnormalities were found before and during the operation. On the day of the event, it was discovered that the alarm of the hemodialysis machine indicated that the pressure at the venous end was too high. When the medical staff tried to clamp the venous end to test whether the pipeline was unobstructed, blood was oozing from the blue end of the hemodialysis tube, so the patient got off the machine urgently. Since this product was a commonly used clinical product, there was no problem with human operation. The cause of improper human operations had been basically ruled out. Therefore, it might be caused by the manufacturer using unqualified products or failing to pass prod uct quality inspection. They threaded mouth butt-joint to tighten the adapters. Tego was not utilized. No other products were being utilized with the device. Flushing was done prior to use, and no bleeding was observed. No cleaning agent was used on the device. After the critical care medical staff discovered the problem, they quickly reported it to the warehouse. After learning about it, the warehouse contacted them in a timely manner, learned about the incident, and responded positively. Firstly, they replaced the central venous catheter kit for hemodialysis with another batch and the same product ID (identifier) on the same day and the treatment was completed. After that, no similar problems occurred. Subsequently, the warehouse contacted the supplier to discuss the outcome of the incident. The result of the discussion was to replace the batch of central venous catheter kits for hemodialysis and report the incident. There was unspecified amount of blood loss. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that there was a leak or hole on the extension tube at or near the luer adapter. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a medical staff member of the critical care unit used the central venous catheter kit for hemodialysis to treat the patient. The intubation was performed according to standard operating procedures, and no abnormalities were found before and during the operation. On the day of the event, when it was connected to the crrt (continuous renal replacement therapy) machine, it was discovered that the alarm of the hemodialysis machine indicated that the pressure at the venous end was too high. When the medical staff tried to clamp the venous end to test whether the pipeline was unobstructed, blood was oozing from the extension tube connected to the blue luer adapter, so the patient got off the machine urgently. They threaded mouth butt-joint to tighten the adapters. Tego was not utilized. There was no luer adapter issue. No other products were being utilized with the device. Flushing was done prior to use, no bleeding was observed and nothing unusual was observed. No cleaning agent was used on the device. The catheter has been placed for one day. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product where the leak was observed. No excessive force was used. The clamp was moved periodically. The catheter was not repaired. After the critical care medical staff discovered the problem, they quickly reported it to the warehouse. After learning about it, the warehouse contacted them in a timely manner, learned about the incident, and responded positively. Firstly, they replaced the central venous catheter kit for hemodialysis with another batch and the same product ID (identifier) on the same day in the same ICU (intensive care unit), and the treatment was completed. After that, no similar problems occurred. There was unspecified amount of blood loss but the blood loss was very small. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a medical staff member of the critical care unit used the central venous catheter kit for hemodialysis to treat the patient. The intubation was performed according to standard operating procedures, and no abnormalities were found before and during the operation. On the day of the event, when it was connected to the crrt (continuous renal replacement therapy) machine, it was discovered that the alarm of the hemodialysis machine indicated that the pressure at the venous end was too high. When the medical staff tried to clamp the venous end to test whether the pipeline was unobstructed, blood was oozing from the extension tube connected to the blue luer adapter, so the patient got off the machine urgently. Since this product was a commonly used clinical product, there was no problem with human operation. The cause of improper human operations had been basically ruled out. Therefore, it might be caused by the manufacturer using unqualified products or failing to pass product quality inspection. They threaded mouth butt-joint to tighten the adapters. Tego was not utilized. There was no luer adapter issue. No other products were being utilized with the device. Flushing was done prior to use, no bleeding was observed and nothing unusual was observed. No cleaning agent was used on the device. The catheter has been placed for one day. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product where the leak was observed. No excessive force was used. The clamp was moved periodically. The catheter was not repaired. After the critical care medical staff discovered the problem, they quickly reported it to the warehouse. After learning about it, the warehouse contacted them in atimely manner, learned about the incident, and responded positively. Firstly, they replaced the central venous catheter kit for hemodialysis with another batch and the same product ID (identifier) on the same day in the same ICU (intensive care unit), and the treatment was completed. After that, no similar problems occurred. Subsequently, the warehouse contacted the supplier to discuss the outcome of the incident. The result of the discussion was to replace the batch of central venous catheter kits for hemodialysis and report the incident. There was unspecified amount of blood loss but the blood loss was very small. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a medical staff member of the critical care unit used the central venous catheter kit for hemodialysis to treat the patient. The intubation was performed according to standard operating procedures, and no abnormalities were found before and during the operation. On the day of the event, it was discovered that the alarm of the hemodialysis machine indicated that the pressure at the venous end was too high. When the medical staff tried to clamp the venous end to test whether the pipeline was unobstructed, blood was oozing from the blue end of the hemodialysis tube, so the patient got off the machine urgently. Since this product was a commonly used clinical product, there was no problem with human operation. The cause of improper human operations had been basically ruled out. Therefore, it might be caused by the manufacturer using unqualified products or failing to pass prod uct quality inspection. They threaded mouth butt-joint to tighten the adapters. Tego was not utilized. No other products were being utilized with the device. Flushing was done prior to use, and no bleeding was observed. No cleaning agent was used on the device. After the critical care medical staff discovered the problem, they quickly reported it to the warehouse. After learning about it, the warehouse contacted them in a timely manner, learned about the incident, and responded positively. Firstly, they replaced the central venous catheter kit for hemodialysis with another batch. After that, no similar problems occurred. Subsequently, the warehouse contacted the supplier to discuss the outcome of the incident. The result of the discussion was to replace the batch of central venous catheter kits for hemodialysis and report the incident. There was no reported patient injury.